Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there was a foreign material on the surface of the iol coming out of the cartridge. Used two from the newly opened box. Both of them had a foreign material on the surface of the iol implanted in the eye. The foreign material were removed by aspirate and the surgery was completed without any problems. Additional information was received from the initial reporter, who reported that there was no problem to patient.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint company cartridges were not returned. Eight unopened company cartridges were returned. The eight company cartridges were opened and microscopically examined. No damage observed. No particulate was observed inside the cartridge lumens. All eight company cartridges were functionally tested per the direction for use (dfu). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified lens model/diopter was indicated with a qualified handpiece. A non-company viscoelastic was indicated. Root cause: the root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).